Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient was showing as discharged on the server. A technical support specialist verified at the server and found that the patient had transactions. The customer then confirmed to the tss that the issue had been resolved by figuring out how to 'undo discharge' the patient so that their pyxis profile was activated again. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server the patient was showing as discharged on the server. The customer stated that this malfunction occurred when the user tried to dispense the medications to the patient, causing a delay in dispensing medication to patients. Three stations were affected by the server issue rmcpcup1, rmcpcup2, rmcpcup3. No serial #'s were provided. There were no adverse events or injuries reported based on this incident.